Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament surgical procedure, it was observed that the customer milagro advance screw broke upon insertion into multiple pieces. The surgeon removed all fragments leaving no pieces in the patient's joint space. The surgeon completed the procedure with another like screw in the same bone tunnel with no patient consequences. The sales rep reported that the bone quality was average. There was a five minute delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.